Event description:
It was reported that during a meniscus repair, both t-implants of the fast-fix 360 were deployed simultaneously, t1 and t2 were removed from the patient. The procedure was completed with non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference case (B)(4). . H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and part of the suture were not returned. A partial suture was returned in a glove. The actuator is in the pre-t2 position. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will move but will not fully cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information on b5.

Event description:
It was reported that during a meniscus repair, both t-implants of the fast-fix 360 were deployed simultaneously, t1 and t2 were removed from the patient with a blade. The procedure was completed with non-significant delay using a s+n back up device. Patient current health is good. No further complications were reported.